Event description:
A service coordinator reported that an intraocular lens pushed through the posterior capsule during insertion. The surgeon was able to position the lens in the bag without having to do a vitrectomy. In a follow up, the surgeon reported much more pressure was required to push the lens out. She was applying steady pressure when the resistance suddenly gave way and the iol shot into the eye and tore the posterior capsule. The surgeon used viscoelastic to push vitreous posteriorly and left it in the eye. The patient was treated with medications to prevent elevated intraocular pressure for several days. The surgeon secured one haptic to prevent it from going posteriorly and injected more viscoelastic. She saw no vitreous in the anterior chamber and placed the iol in the sulcus with optic capture through the anterior capsule. A vitrectomy was not required. In the opinion of the surgeon, the device did cause or contribute to the event. In a follow up, the surgeon reported the event resolved with treatment. The surgeon reported the use of an unapproved viscoelastic in the delivery device.

Manufacturer narrative:
Product evaluation: the device was not returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. However, it may be related to a failure to follow the dfu. An unapproved viscoelastic was used in the device. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/27/2011 by fax and mail. Additional information was received in a follow up phone call with the surgeon on 06/01/2011. A completed questionnaire was received on 06/01/2011. (B)(4).